Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2020-00029. This claim is being closed as a duplicate. Evaluation results: the device was not returned, instead the suspect electrode pads were received for evaluation. The electrodes were adhered together with the CPR puck in between the pads. The pads were seperated and visually inspected. There was evidence of arcing on the outer edge of the sternum pad. The energy concentration observed on the pads showed that the energy took the path of least resistance. Which indicates that there was poor coupling of the electrode pads to the patient's skin (air). This report has been closed as poor coupling (continuity).

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), an arc occurred at the electrode pads. After removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient and after the sixth defibrillation, the doctor stopped the resuscitation. Complainant indicate that the patient sustained burns, the degree of patient burns and any adverse effect was not available.